Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 5 states, "implants can loosen or migrate due to trauma or loss of fixation."

Event description:
It was reported patient underwent a left total hip arthroplasty on (B)(6) 2014. Subsequently, patient was revised on (B)(6) 2014 due to a loosened triflange. The triflange was cleaned, reimplanted and additional screws were utilized to complete the procedure.